Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after completing the laser portion of a laser assisted cataract surgery, the patient was brought to the operating room where a corneal abrasion about 2 o'clock hours in length directly above the capsulotomy mimicking the same curvature was noted. There were no other corneal incisions in the area as the primary and secondary incisions were done manually and there was only one arcuate opposite of the corneal abrasion. The surgeon was unable to obtain intraoperative aberrometry due to the corneal abrasion. The surgeon feels since the corneal abrasion mimicked the capsulotomy positioning so closely that it was likely caused by the laser pulses. Additional information requested.

Manufacturer narrative:
A company representative and the company service representative checked the patient interface (pi) glass to ensure there was nothing out of the ordinary, contributing to an issue. Everything appeared clear and smooth. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).